Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of primary audible alarm was not confirmed or duplicated during powering on device. The event log revealed complaint in the history. Complaint of physical damage was also not confirmed as no physical damage was revealed upon inspection. Unable to determine as investigation was done to assess the jp connected is fully seated and properly glued. Preventative action was taken to replace the speaker.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 revealed primary audible alarm and reported physical damage. No patient adverse events reported. .